Manufacturer narrative:
No 011-h2589 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in d4.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 40 cm (16") pur ambrato set lineare, perforatore con valvola, y-clave®, filtro taxol e ll gir. The following issue was reported by the customer: poor sealing of the y-clave valve and luer lock located at the end of the pigtail. There was possible leakage of an unspecified drug. There was no report of human harm associated with this complaint/event.